Event description:
During a lap abdominoperineal resection, an error code 5 was received. While cleaning the instrument, the blade broke off the instrument. The blade was retrieved. Case completed with nother instrument with no patient consequence.